Event description:
Customer reported via phone, the insulin pump had alarmed button error. The esc and act buttons are not working. Customer didn't know her blood glucose level. Customer had the device tucked in her pants. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and the act button had intermittent response due to corroded keypad traces. The device had cracked reservoir tube lip, cracked battery tube threads, cracked case at display window corner, minor scratches on the lcd window, and scratches on the reservoir tube window.